Event description:
Complainant allleged that a 79 year old female pt had come into the emergency room to have an internal pacemaker implanted. During the procedure, the pt was being paced with the zoll external pacemaker. The device was set at 55-60 pulses per minute and 55 ma. During the event the pt began to seize. The cardiologist involved in the event believed that the device was not capturing the pt's heart rate consistently. The pt survived the event and the internal pacemaker was implanted.